Event description:
Boston scientific received information that one week post implant this right ventricular (rv) lead had dislodged. A lead revision was performed. There were no adverse patient effects.

Manufacturer narrative:
The lead was repositioned successfully and remians implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.